Event description:
A nurse reported that the customer was unconscious and admitted in the emergency room. The name of the customer was not provided and the conatct wanted pump to be downloaded. Advised the troubleshooting could be performed over the phone. It was stated that the customer also was wearing the monitor. Suggested to contact the customer's doctor because the pump was not available for testing at the time of call.